Event description:
It was reported via merlin.net transmission that device was post-paced t-wave oversensing. Patient was asymptomatic. This oversensing was noted on a stored egm. Programming changes were suggested.

Event description:
New information received notes that post-paced t wave oversensing continued to be seen. Programming changes were made during the device check.

Event description:
New information received states that post paced t-wave oversensing was again observed. The patient was asymptomatic. Further programming changes were recommended.